Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. The system passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the monitor freezing on the camera cart and then getting a power cycling pcoip message on the screen during a clinical case. There was no surgical delay and no impact on the patient outcome.